Event description:
A customer reported to beckman coulter, inc. (Bec) that erroneously elevated sodium (na), potassium (k), chloride (cl), and carbon dioxide (co2) results were generated by unicel dxc 800 pro synchron clinical system on seven (7) or eight (8) patient samples. The results on only one of the patients were reported out of the laboratory. Repeat testing on an alternate instrument produced lower results and these results were reported. Patient treatment was not initiated or withheld based upon the false results reported.

Manufacturer narrative:
The samples were serum or plasma. Sodium qc prior to the event was on high end or out of the established ranges. Qc for other ise (ion selective electrode) tests was within the ranges. Qc after the event was not provided. Bec field service engineer (fse) flushed ise buffer, reference, and co2 acid reagent lines the fse replaced potassium (k) electrode tip. The fse verified the instrument performance.